Event description:
On (B)(6) 2012, the patient reported that while at the beach she was hit by a wave and her infusion device quit working. She stated that the infusion device was not submerged in water, but the water wave engulfed her. She stated she changed battery and battery cover, but she is still unable to operate the infusion device. The patient stated that she could not see a large amount of water in the insulin cartridge compartment or battery compartment. The patient stated that the infusion device did not display any error or alert message before it shut down. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for evaluation.